Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that when they tried to charge their ins that the black button on the recharger was stuck down. The patient later clarified that it was the speaker button that was stuck down and they couldn¿t get it unstuck. The patient stated then whey they would try to charge their ins, it would show coupling boxes but every so often they would check the progress and the battery level wouldn¿t increase. The patient mentioned that the boxes would be mostly all filled in black. It was noted that the patient was afraid that their ins battery would run out and they would then be in pain. It was confirmed that the patient was not currently in pain but was just worried that the battery would run out. An email was sent to the repair department to replace the device. No patient symptoms were reported. The patient reported that they received the implantable neurostimulator recharger (insr) replacement. They still got the blank screen. Patient services had the patient use the insr and it showed the insr is fully charged. Patient services had the patient put the insr over the implantable neurostimulator (ins) and press the green button. The patient said the screen went blank. The patient confirmed that they were using the new insr. Patient services had the patient try using the patient programmer (pp). The pp showed poor communication screen. Patient services suspects that the patient might be in over discharge even though they were not able to confirm if the insr was connecting. The patient said they were going to call their surgeon. No symptoms were reported. The patient called back stating they met with a manufacturer representative (rep) and he tried to do a jump start but it was unsuccessful. Caller states they have decided to instead just do a new implantable neurostimulator (ins).